Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. The device eval confirmed the (.), #0, #2, #3, #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #0 key will occur following the selected key's function (e.g. When the #1 key is pressed 10 will be displayed). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unresponsive keypad. It was also reported there was no pt involvement.